Event description:
It was reported that the was experiencing inadequate stimulation due to lead migration. It was also noted that one of the leads showed sign of fracture and had contacts out. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The leads got kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event was confirmed. It appears that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point when the leads migrated.

Event description:
It was reported that the was experiencing inadequate stimulation due to lead migration. It was also noted that one of the leads showed sign of fracture and had contacts out. The patient underwent a lead replacement procedure.